Event description:
It was reported that a "severe heart infection" with lead vegetation occurred. The implantable cardioverter defibrillator (ICD) system was explanted after antibiotic therapy failed to resolve the infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).